Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator exhibited error e433 due to a defective generator and high voltage power supply board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device evaluation found a defective generator board and defective high-voltage power supply board causing the internal hardware error (error code 433). Based on the results of the investigation, it is likely that one of the transformers caused the board failures (transformer tr1). A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.